Event description:
Complainant alleged that while attempting to treat a pt the device powered off intermittently. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.